Event description:
During a ventricular tachycardia procedure, a blood leak from the hemostasis valve was noted on the agilis 8.5fr sheath. The agilis 8.5fr sheath was inserted into the heart, and the advisor hd grid x catheter was introduced into the sheath for mapping. During mapping, blood leak from the hemostasis valve on the agilis 8.5 fr sheath was noted. The agilis 8.5 fr sheath was replaced; the procedure was completed with no adverse patient health consequences.